Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 3/24/2016, electrode belt: 11/23/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly at home at the time of passing. Prior to passing, the patient received 2 inappropriate treatments from the lifevest. At 8:21:38 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 180 bpm with rapid ventricular response (rvr) and premature ventricular contractions (pvcs). The post-shock rhythm was obscured by motion artifact. A non-treatable rhythm was declared by the lifevest at 8:21:52 am. At 8:24:31 am, an arrhythmia was detected by the lifevest. The patient's ECG shows that the rhythm was af at 200 bpm with rvr and motion artifact. The response buttons were pressed at 8:24:52 am. The patient received a treatment at 8:25:39 am. The patient's rhythm at the time of the treatment was the post-shock rhythm was induced ventricular fibrillation (vf) with motion artifact. A non-treatable rhythm was declared by the lifevest at 8:26:05 am. The patient reportedly passed away at 1 pm. Af with rvr contributed to the false detections. The rapid rate satisfied the rate detector of the detection algorithm. There is no indication that a device malfunction caused or contributed to the patient's passing.

Event description:
Update 3/27/2020: per an additional review of the patient's ECG strips, after the second treatment was delivered, the patient's rhythm was vf for 14 seconds before motion and CPR artifact obscured the patient's rhythm. The lifevest requires 28 seconds of sustained vf to deliver a treatment. The CPR and motion artifact obscured the rhythm after only 14 seconds, preventing the lifevest from delivering further treatments. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly at home at the time of passing. Prior to passing, the patient received 2 inappropriate treatments from the lifevest. At 8:21:38 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 180 bpm with rapid ventricular response (rvr) and premature ventricular contractions (pvcs). The post-shock rhythm was obscured by motion artifact. A non-treatable rhythm was declared by the lifevest at 8:21:52 am. At 8:24:31 am, an arrhythmia was detected by the lifevest. The patient's ECG shows that the rhythm was af at 200 bpm with rvr and motion artifact. The response buttons were pressed at 8:24:52 am. The patient received a treatment at 8:25:39 am. The patient's rhythm at the time of the treatment was the post-shock rhythm was induced ventricular fibrillation (vf) with motion artifact. A non-treatable rhythm was declared by the lifevest at 8:26:05 am. The patient reportedly passed away at 1 pm. Af with rvr contributed to the false detections. The rapid rate satisfied the rate detector of the detection algorithm. There is no indication that a device malfunction caused or contributed to the patient's passing.

Manufacturer narrative:
H.3. Device evaluation summary: device evaluation of monitor sn (B)(6) and electrode belt sn (B)(6) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 3/24/2016, electrode belt: 11/23/2015.